Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm in the stopper with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had fm smeared on the cap.